Manufacturer narrative:
(B)(4)

Event description:
It was reported that non-sustained rv oversensing episodes were observed due to post-paced t-wave oversensing during a follow-up in clinic. The lead noise was unable to reproduce with isometric testing and electrical function of the lead was normal. Programming changes were made.